Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of anxiety. Concurrent conditions were listed as adenomyosis, uterine bleeding, dermatitis, depression and back pain. The only concomitant product mentioned was zoloft (sertraline hydrochloride). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 1280 days after essure insertion, she experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia"). In 2013 she experienced abdominal pain ("abdominal pain"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Patient received treatment for events- pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2020: plaintiff fact sheet received. Product stop date added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a 36 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of anxiety. Concurrent conditions were listed as adenomyosis, uterine bleeding, dermatitis, depression and back pain. The only concomitant product mentioned was zoloft (sertraline hydrochloride). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 1280 days after essure insertion, she experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia0"). In 2013 she experienced abdominal pain ("abdominal pain"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Patient received treatment for events- pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.